Event description:
Pt presented with nausea, vomiting, and l flank pain; had hf decompensation "due to systolic biventricular failure secondary to vad thrombosis." She "had elevated ldh, low haptoglobin, and elevated free hemoglobin." Was treated with heparin and integrilin.